Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection and laboratory test identified the presence of enterobacter cloacae. Antibiotics were administered and an explant was performed to resolve the reported event.

Manufacturer narrative:
Correction and additional information: section d - expiration date; serial number. Section f - importer awareness date; type of report.